Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain and complications") in a female patient who had essure (batch no. 627740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel, nickel allergy"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal (B)(6) 2019). At the time of the report, the pelvic pain, allergy to metals, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2009. You have not had your essure removed, are you currently planning for essure removal? Yes. Plaintiff took otc pain relieves for treatment of dysmenorrhea. Anticipated or scheduled date: (B)(6) 2019. The number of expanded coils that appeared trailing into the uterine cavity was 1. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2009: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-apr-2019: pfs and mr received: lot number was added. Events: nickel allergy, dysmenorrhea, dyspareunia were added. Event onset date were added. Lab data were added. Reporter causality comments were added. Reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain and complications, pain') in a 44-year-old female patient who had essure (batch no. 627740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify patient didn¿t undergo essure confirmation test". In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel, nickel allergy") and paraesthesia ("allergic or hypersensitivity reaction type: cold tingling numbness needles feeling"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2019, the patient was found to have uterine leiomyoma ("injury(ies) or complication please describe: uterus fibroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal (B)(6) 2019). At the time of the report, the pelvic pain, allergy to metals, dysmenorrhoea, dyspareunia, paraesthesia and uterine leiomyoma outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, paraesthesia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2009. You have not had your essure removed, are you currently planning for essure removal? Yes. Plaintiff took otc pain relieves for treatment of dysmenorrhea. Anticipated or scheduled date: (B)(6) 2019. The number of expanded coils that appeared trailing into the uterine cavity was 1. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2009: negative.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs received patient height was added. New event added cold tingling numbness needles feeling, uterus fibroid, device monitoring procedure not performed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain and complications") in a female patient who had essure (batch no. 627740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel, nickel allergy"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal (B)(6) 2019). At the time of the report, the pelvic pain, allergy to metals, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2009. You have not had your essure removed, are you currently planning for essure removal? Yes. Plaintiff took otc pain relieves for treatment of dysmenorrhea. Anticipated or scheduled date: (B)(6) 2019. The number of expanded coils that appeared trailing into the uterine cavity was 1. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2009: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.